Event description:
Customer reported experiencing a malfunction code on their pump twice in a short period, with events occurring on september 14 and september 17, 2025. There was no adverse impact on the customer's blood glucose level, with one event showing uncertainty and the other confirmed to be within normal range. Tandem technical support resolved the issue by sending a replacement pump, advising on backup therapy with multiple daily injections (mdi), and instructing the customer on the procedure for receiving and returning devices.